Manufacturer narrative:
Device evaluated by MFR.: the unit received into its partially opened pouch. The received pouch returned inside of a cardboard box with four more devices. The card board box had double tear tab closure strips, which means it was opened after it left the manufacturing floor. The cardboard box had some sections torn. The device of this complaint returned inside of a partially opened pouch. A hoop containing an amplatz guidewire was inside this pouch and no visual damages were observed in the hoop/guidewire. The returned pouch had the upper left side opened. The sealed marks found on the pouch indicates that it was correctly sealed. The labels, the front side and back side of the pouch were in good condition, no indentations, holes nor perforations were found.

Event description:
Reportable based on device analysis completed on 19-dec-2019. A 035/260/3mm amplatz super stiff guidewire was returned with no reported allegations. However, device analysis revealed the foil seal was partially opened.